Event description:
Siemens was notified on (B)(6) 2015 that during a treatment the gantry cover came loose from one side and swung toward the treatment table. Reportedly, the cover never came in contact with the pt. The customer reattached the cover and continued treatments.

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) /2015 and this MDR is being mailed on (B)(4) 2015. Siemens' customer service engineer performed on-site inspection of the gantry cover and found no damage. It was then determined that both sides of the gantry cover were not tightly secured during a previous on-site service event on (B)(4) 2015. The gantry cover was tightly secured and there have been no other reports of the problem since then. Considering this, no further corrective action is initiated.